Event description:
During functional testing by a zoll medical sales representative, the device displayed "pacer disable," "defib disabled," and "defib fault 72 messages. There was no pt involvement in the reported malfunction.